Event description:
It was reported that the patients body rejected the device. The patient underwent implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1132, serial number: (B)(6), batch/lot number: 19625382, model/catalog description: precision spectra ipg kit, unique identifier (UDI) #: (B)(4).